Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd eclipse¿ needle with smartslip¿ the needle leaked. There was no report of patient impact. The following information was provided by the initial reporter: it was reported the needle was leaking along the metal piece.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 7/28/2021. H.6. Investigation: a device history record review was completed for provided lot number 2012005. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a used eclipse needle with the snap clip activated was returned for evaluation by our quality engineer team. Through examination of the sample, leakage could not be observed; however, the needle was found to be clogged. Twenty retained samples of the same lot number were also obtained for further evaluation. The retained samples were examined and no signs of leakage could be identified. Per the provided feedback, we understand that an issue of leakage could have taken place. After examination of the sample, only the defect of clogged cannula could be confirmed. During the cannula assembly process, needles are inspected through use of a camera system. The camera senses a light source positioned on the opposite end of the needle. If the camera does not sense the light source, an occlusion may be present and the needle is automatically rejected. Additional inspections for occlusion are also completed after assembly and prior to the release of each lot manufactured. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time.

Event description:
It was reported that while using bd eclipse¿ needle with smartslip¿ the needle leaked. There was no report of patient impact. The following information was provided by the initial reporter: it was reported the needle was leaking along the metal piece.